Event description:
City worker found person on sidewalk unconscious, unresponsive, and not breathing and called 911. Pt went down unwitnessed and was down for an unknown period of time. Emt's responded with the device, connecting it to the pt with disposable ECG/defibrillation electrodes and pressing the analyze button. According to the reporter, the device alarmed "connect electrodes" and would not analyze the pt's rhythm. Another device that had arrived in an ambulance a short time later was then used to deliver 3 shocks to resuscitate the pt. The pt was transported to the hospital where he received 2 stents but died 2 days later.

Manufacturer narrative:
Physio-control evaluated the device and observed a pre-connected set of 3rd party defibrillation electrodes with the package partly opened. The customer explained that the practice saves time. Physio-control reviewed info with the customer regarding proper storage of electrodes (unopened until needed for use to help prevent dried-out electrodes). Otherwise, physio-control observed proper device operation through functional and performance testing and returned the device to the customer for use. Root cause could not be conclusively determined but appears to be due to dried out electrodes from keeping an opened package of electrodes connected to the device, ready for use.